Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 397 mg/dl, and the meter bg reading was 63 mg/dl. The customer's blood glucose (bg) level was 63 mg/dl. The reported issue could not be confirmed.